Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The results from the meter were 5.0 and 5.1 inr. The result from a laboratory using stago neoptimal on star was 3.7 inr. The patient withheld fluindione for one night based on the meter result as he did not receive the laboratory result until the next day. The inr result the following day was 1.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr.